Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. "Ventricular tachycardia induced and under-sensed due to lvad electromagnetic interference" volume 77, issue 18 authors: dennis grewal, payush chatta, saif ali, ravi mandapati, tahmeed contractor, rahul bhardwaj, loma linda university medical center, loma linda, ca, USA.

Event description:
It was reported that the patient suffered from ventricular tachycardia (vt) without therapy delivered by their implantable cardioverter defibrillator (ICD) requiring external defibrillation. Upon interrogation it was discovered that oversensing of electromagnetic interference (emi) resulted in inappropriate anti-tachycardia pacing (atp) which induced vt. The rapid rates in vt with emi caused noise reversion resulting in inappropriate therapy inhibition. Programming changes were made to prevent the oversensing of emi. The patient was in stable condition.